Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in spain as follows: it was reported that on (B)(6) 2023, there has been a problem when removing a pfna nail, specifically it has not been possible to remove the blade because the extractor for the blade could not be connected. When trying to connect it, it did not screw, as if it had been stripped, which made it impossible to connect the extractor. After trying in other ways, they could not get the nail out. The nail and the blade remained inside. There was a surgical delay of three (3) hours. There was no complaint about the nail or blade, only that it could not be removed. It is a nail that was put in another hospital. Patient with osteomyelitis, who has a diaphyseal fracture and a pfna is placed, a pseudoarthrosis is then performed and a femur liss plate is placed. In another subsequent surgery, a knee prosthesis is placed due to the arthrosis he has. After the knee surgery he gets infected, and it seems that the infection was also in the femur. The intention was to remove all the material and put a spacer and drill to clean the femur. Patient status/ outcome: patient is ok and they are waiting for the next step. This report involves one (1)unk - nails: pfna. This is report 3 of 4 for (B)(4).